Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that it would take them 10 minutes to get the bolus and the screen was getting stuck at 91%. Agent assisted patient deleting data. After that, the patient was able to connect to pump without lag. Patient would call back if further assistance .

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain use. It was reported that they had to reset the handset 2-3 times and it still would not do it. The handset was taking too long to get a bolus. The patient stated they had to reset it 2-3 times and it still would not do it. The agent walked patient through clearing the data and the patient was able to connect to the pump and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. 2026-01-12 rtg0969622 (con): additional information was provided from a consumer stated that the handset took them two hours to receive a bolus. The agent assisted the patient in deleting data and guided them through accessing myptm, but the message "no pump found"appeared. The agent instructed the patient to reset both the communicator and the handset, as well as to enable the location settings. The patient attempted to access myptm again, but the "no pump found" message reappeared.